Manufacturer narrative:
D2b pro code: dsk.

Event description:
It was reported that the procedure was cancelled. An avvigo plus multi-modality guidance system was selected for diagnostic imaging. During procedural preparation, there was no external output destination display. No patient complications were reported, however, the procedure was not performed.